Event description:
The pt experienced symptoms and angiogram demonstrated the saphenous vein graft anastomosed with a connector was occluded. Percutaneous transluminal coronary angioplasty (ptca) was performed. It was reported the anticoagulation regime consisted of aspirin 200 mg/day prior to 2002. Plavix 300 mg (loading dose) and 75 mg (maintenance) was added after. No additional info was received, including if the device remains implanted.